Event description:
It was reported that the insulin pump was not delivering insulin when the customer's glucose was rising. It was stated that the customer had disconnected at quick release and pushed the insulin out. The customer stated that when this is done the insulin was squirting out. Advised the customer that the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump unable to prime during prime test due to faulty force sensor. The insulin pump passed the displacement, rewind and basic occlusion test. Unable to perform the occlusion test due to prime anomaly.